Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jul-2018 with the following findings: during investigation, the pump was unresponsive with the returned battery cap. The battery cap had one damaged contact. Evidence of moisture contamination was found on the underside of the battery cap. A test battery cap was used for all testing. The pump was unresponsive with a test battery cap. No audible tone, or no vibration alert occurred, and the display failed to function upon battery insertion. The test battery cap was unable to fully tighten. The battery compartment was cracked from the thread area to the case seal. Evidence of moisture contamination was found inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed to find evidence of moisture contamination inside the pump on multiple printed circuit board components. The pump was unresponsive due to battery cap/compartment damage and moisture contamination.